Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a general device replacement procedure, the insulation of this right atrial (ra) lead got slightly damaged. A lead repair kit was used to fix the insulation and the ra lead remains in service. No adverse patient effects were reported.